Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menometrorrhagia, abdominal distension, hormone level abnormal, dyspareunia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia and migraine to be related to essure. Diagnostic results: unknown date: hysterosalpingogram - essure coils were properly in place and that her fallopian tubes were occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.